Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a detached sensor wire that occurred on (B)(6) 2015. Patient stated that upon sensor deployment, the sensor wire retracted with the needle and did not insert. Sensor was inserted at abdomen on (B)(6) 2015. No additional event or patient information is available.